Manufacturer narrative:
Clinical conclusion: there is a possible temporal association between the event of sepsis and pd therapy on the liberty select cycler, however, it is not confirmed if the patient was in active pd treatment at the time of the event. The etiology of the sepsis is unknown as there are no medical records available for this event. Based on the limited information available the cause of the patient¿s sepsis cannot be determined. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had an event of sepsis on (B)(6) 2017. No additional information was available. Per the peritoneal dialysis registered nurse (pdrn) there are no medical records available for this event. This patient has several comorbid conditions that have complicated her health status over the last year. The patient has transitioned between pd and hemodialysis (hd) and is currently completing hd.

Manufacturer narrative:
On follow up #1 is 10/01/2018.

Manufacturer narrative:
UDI: (B)(4).